Event description:
Customer reports that enteral feeding tube was placed and follow up x-ray indicated lung placement of the tube. Pneumothorax and marked life-threatening deterioration ensued subsequent to removal of feeding tube from lung. Death occured subsequent to voluntary removal of life support from this end-stage terminal cancer pt.